Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead was fractured. The lead was capped and replaced on (B)(6) 2003. The lead was explanted during a lead replacement procedure on (B)(6) 2016 and the patient tolerated the procedure well.